Event description:
It was reported that the customer received recurring motor error alarms on the insulin pump, which may have been bumped. The customer was not using the sensor feature and the insulin pump was not exposed to a magnetic resonance imaging machine or magnetic field. The customer's blood glucose was 9 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).